Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, inappropriate battery measurements were observed. The device was interrogated a second time and the values were normal. Inappropriate measurement was determined as an outlier value. Patient was asymptomatic and will be monitored. The patient's condition is stable.